Event description:
About 2 minutes after successful insertion, clients face became flushed. She complained of feeling hot, dizzy, light-headed, sob with pain on inspiration, & nauseated. Bp dropped. Talked client through reaction & 4-5 minutes later she was back to normal.